Event description:
Customer states device reading high. The customer feeling symptoms of low blood sugar. They went to the e.r. Because their device read 234mg/dl and 121mg/dl. Blood glucose result at the hosp was 20mg/dl. The customer was given an IV and food to eat and juice to drink. The customer stores their glucose strips outside of the vial. No controls in use. A request was made for the return of the suspect device and replacement product was sent.